Manufacturer narrative:
Device evaluation: h3 type of investigation code: 10 device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. (B)(4).

Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive surprise. The lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event is reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6- health effect impact code (f): "4627" should be removed and "4629" should be added. (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive surprise. The lens was explanted and replaced with a shorter length lens and the problem was resolved. The cause of the event is reported as unknown. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.